Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sporadic loss of connectivity between the ilet and a dexcom g7 sensor, resulting in intermittent glucose readings on the ilet and a temporary absence of a current reading until the ilet was restarted and the sensor was later replaced. Symptoms included no adverse clinical effects reported and a last known blood glucose of 136 mg/dl. Outcomes included restoration of connectivity after device restart and subsequent sensor change with no further issues reported, and no hospitalization. Investigation included customer service troubleshooting and device use evaluation. Investigation of this case revealed that a device restart restored readings and that replacing and pairing a new g7 sensor resolved the connectivity behavior. It was concluded that the event was consistent with a transient communication issue between the cgm and the ilet that resolved with standard troubleshooting and sensor replacement.